Event description:
Breast implants in 2006. Since then, have progressively come across health issues, not genetic. Autoimmune disease, weight issues, hair loss, pain, degenerative disc disease, anxiety/depression, fatigue.